Event description:
Healthcare professional reported unilateral right side deflation implant exchange. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a flat crease. A leak test and microscopic analysis was performed which identified the device had no leakage and non-penetrating nicks were observed. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: device had no opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unilateral right side deflation implant exchange. Device has been explanted.